Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1730 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was being placed in the upper arm when the wire pulled apart and unraveled.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The safety mechanism was engaged over the needle tip. The inner core wire exhibited a complete break. The coil wire was elongated but remained intact. The weld tip was intact. Microscopic inspection of the core wire break site revealed a granular fracture surface. Necking was observed in the vicinity of the break. Inspection of the needle bevel revealed mechanical damage along the proximal edge. The damage comprised regions of outward flaring material, with material flow in the proximal direction. The break characteristics and needle bevel features were consistent with damage initiated by retracting the guidewire against the needle bevel at a sharp angle. The core wire appeared to have subsequently fractured under tensile (pulling) stress. Such events can occur if guidewire retraction occurs in conjunction with a steep insertion angle. A lot history review (lhr) of recs1730 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was being placed in the upper arm when the wire pulled apart and unraveled.